Event description:
The customer stated that her meter was giving low readings. It was discovered during the check test, that the meter was set in mmo1/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not take any medication or allege any adverse event as a result of the mmo1/l reading. The meter is to be returned for evaluation, and a replacement will be sent.